Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the bag/vent switch would intermittently not switch to mechanical ventilation. No reported patient injury.